Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and head/brain injury. It was reported that there was swelling and a raised purple area around the pump. The pump was revised and it was placed a little deeper. It seemed to work initially, but about one week ago the patient started having the same symptoms as well as pain in the same area. The patient had gained about 30 pounds since the last revision. The hcp determined it was not an infection. The managing hcp suggested consulting a general surgeon to evaluate the pump pocket.

Event description:
Additional information was received that the healthcare provider reported that the patient¿s family stated the pump was coming out of the skin. The physician observations reported only thinning about the catheter connector. There were no signs of infection. There was no environmental, external, or patient factors that may have led or contributed to the issue, the patient has low bmi (body mass index). The patient¿s pump was replaced, pocket and scar revision. It was unknown if the issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.